Event description:
It was reported that during a gastric procedure, the instrument gave an error and broke at this extremity (blade tip). The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.